Event description:
High purge pressure was noted during patient support, recommended anti coagulating patient and utilizing tissue plasminogen activator (tpa) to clear build up. Placement signal unreliable alarm was noticed so echo was done with doppler and no flow was noticed through the cannula so the decision was made to explant the pump.

Manufacturer narrative:
The investigation of low pump flow, placement signal issue, and high purge pressure has been completed. The pump was returned for investigation. It passed all electrical testing. Biomaterial was found on the impeller and purge gap, but no issues were noted with the optical signal parameters or external damage to the dp sensor. Data logs show a downward placement signal with psnr alarms at the end of the case, along with a loss of pump flow accompanied by an upward trend, with no noted trend in motor current. Data logs show a downward placement signal with psnr alarms at the end of the case, along with a loss of pump flow accompanied by an upward trend, with no noted trend in motor current. D9 date device returned to manufacturer added. Instructions for use: impella rp with smartassist system: section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17514. B5 narrative updated with inadvertently missed product malfunctions: e4 should have been left blank, h6 medical device problem codes, h10 instructions for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was on impella rp flex support. While on support, there was no flow going through the cannula. There were no alarms and the pump was explanted. The procedural outcome was the patient survived surgery.